Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited the tip of the light guide connector had come off and fallen inside the light source. The issue was observed after the completion of an unspecified procedure. There were no reports of patient harm.